Event description:
It was reported that during a meniscus repair surgery, the t1 implant of the fast fix device pulled out after the suture knot was tightened. The t2 of the device was removed from the patient using tweezers. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that is not in its original packaging. The insertion device was returned in the pret1 setting with t1 off the device and t2 and the suture string still in place. There is debris on the device. A review of the customer supplied images finds the complaint device over a smith+nephew product box with t1 off the insertion device and the IFU and other inserts from the product box. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The investigation results indicate that the failure was that t1 dislodge from the meniscus. This issue will not contribute to serious injury and had no effect on the patient treatment. This device issue may require use of a replacement or alternate device to complete the surgical procedure, and may result in a short delay while that alternate device is obtained. This event is considered not reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.